Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating they had been experiencing frequent low blood glucose levels at night. The patient noted that they were part of a group where others shared similar experiences, and one individual reported pausing insulin delivery overnight to prevent lows. The patient inquired whether they should do the same, and they were advised that this was not typically recommended and that they should consult their healthcare provider before making any changes. The patient¿s data was reviewed, and meal announcement patterns were discussed. The patient explained that they had recently undergone surgery and had been mostly immobilized, resulting in reduced food intake. They were advised to use the ¿less than¿ meal announcement option when eating more than 15 grams of carbohydrates but less than a full meal, and the patient expressed understanding. The patient also reported having an upcoming appointment with their healthcare provider. The patient stated that their blood glucose had previously been affected, with a low of 57 mg/dl that lasted approximately one hour. They treated the low using applesauce and did not require assistance. No ketone testing was performed, no steroids had been taken, and no professional medical intervention or other assistance was received. The only immediate symptom reported during the low was sweating. Blood glucose levels were not affected at the time of the call, as the patient was seeking guidance regarding their ongoing nighttime lows. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.